Event description:
It was reported by service report that the brakes can't be engaged due to corrosion. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.